Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified mid left anterior descending artery, the 2.75 x 18 mm promus stent system was advanced with some resistance into the patient anatomy; however, it was unable to advance to the target lesion. The device was removed with resistance and the stent struts were noted to be flared. A new 2.5 x 15 mm promus stent system was advanced with some resistance into the patient anatomy. This device was also unable to advance to the target lesion. The stent system was removed with resistance and the stent struts were noted to be flared. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood on the hub, balloon, shaft and stent implant and in the guide wire lumen. There was contrast on the shaft and crystallized contrast in the inflation lumen consistent with preparation of the device and insertion into the patient anatomy. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There were bent and stretched struts in the first three rows of the distal end of the stent implant consistent with the reported stent damage. There was no other damage noted to the stent implant. There were multiple bends throughout the entire length of the hypotube. The bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The tip of the sds was slightly flared and most likely resulted from the anatomical conditions during the attempts to advance the sds. There was no other damage noted to the sds. The tip length and stent implant outer diameters were measured and met manufacturing criteria. Factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. It should be noted that the promus instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. It does not appear that the IFU deviation contributed to the reported event. The anatomical conditions reported were mild tortuousity, moderate calcification with 70% stenosis which appears to have contributed to the failure to cross. During removal of the stent delivery system (sds) the stent appears to have interacted with anatomical conditions and resulting in the difficulty to remove and stent damage. The reported difficulty to remove, failure to cross and stent damage appear to be related to the operation context of the procedure and there is no indication of a product quality deficiency. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no product quality deficiency associated with this lot. Based on the investigation, there is no indication of a product quality deficiency.